Manufacturer narrative:
Follow-up # 1 (11/17/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective processor and a low/ dead battery. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the patient/lay-user's son contacted lifescan (lfs) alleging that his father was experiencing a power issue with his one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient's son on (B)(6) 2011 and obtained the following information. The patient's son reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011 at 12 pm. He stated that his father tests 2x/day and manages his diabetes with metformin and due to the alleged issue on (B)(6) 2011 at 12 pm, his father continued taking his usual dose of medication. The patient's son claimed "an hour" before the alleged issue started his father felt "lightheaded". The reporter could not recall when his father used the meter last or what result he had obtained earlier in the day. Reportedly the patient's son took his father to see the doctor because they already had a scheduled appointment. He informed this mss that they were in the doctor's office at 3:25 pm, and his father's glucose was tested where they obtained a "195 mg/dl". The patient's son stated that he was "immediately" treated with an unknown type and dosage of insulin. He confirmed before leaving and "one hour" after the insulin shot, his father's glucose was tested again and now they obtained a glucose result of "126 mg/dl" on the clinic meter. During the initial call with customer service, the agent noted that the battery had already been replaced and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.